Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, staff observed when removing the hemopro from the package that the tissue welder's silicone boot broke off the tip of the jaw. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots found that the jaw boot tips were intact and not broken off as reported. It was observed that both the hot and cold silicone jaw boots had evidence of clinical usage. The serrated surface on the cold jaw boot was burnt with the impression of the tri-heater cutter wire on surface and had signs of thermal damage in which it was in close proximity to the tri-heater assembly. The complaint for silicone boot broke off tip of jaw prior to case during unpacking and preparation is not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.